Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed due to infection. It was stated the patient planned to have another device implanted, but no other details were available at the time of this report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.